Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. (B)(4). The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported events could not be determined through this evaluation. The instructions for use lists stroke, bleeding, hemolysis, and infection as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced trauma to the driveline site on (B)(6) 2015. The patient did not call the health professional at the time, and developed symptoms of a driveline infection on approximately (B)(6) 2015. The driveline infection is being treated with antibiotics and dressing changes and has responded well. On approximately (B)(6) 2016 the patient experienced a stroke that was reported as initially ischemic and was located in the right corona radiata, anterior limb. The patient was placed on a heparin infusion and twenty four hours later experienced a hemorrhagic stroke in the right frontal lobe. No specific information regarding any neurological deficits was provided. The heparin was discontinued. Prior to admission for the stroke, the patient had been stable at home with a therapeutic inr of 2.0. It was reported that several days after the stroke the lvad system began to display transient power elevations. The patient's inr on (B)(6) 2016 was 1.17 while the patient was on aspirin, persantine, and a heparin infusion. The lactate dehydrogenase level was 673 iu/l, which had decreased since the patient was admitted. Analysis of the submitted system controller log file showed the pump power ranged from 3.8-8.5 watts over a 3 day time period. There were no signs or symptoms of pump thrombosis reported. As of (B)(6) 2016, it was reported that the patient had been discharged to a rehabilitation facility and was doing well, and that the lactate dehydrogenase had returned to baseline. It was also reported that, due to brief power elevations at the time of the stroke, the health professionals believe that the pump could have contributed to the event. Other than the reported power elevations, the health professionals felt that the device operated as expected.